Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced fluctuating blood glucose after temporarily removing the ilet for hot tub use, followed by hyperglycemia to 240 mg/dl for approximately 35 minutes and subsequent hypoglycemia, during which the device delivered insulin as calculated. Symptoms included disorientation, fatigue, and tremors during the low, and the patient treated with oral carbohydrates including orange juice and soda. Outcomes included urgent low glucose and low glucose events without medical assistance, hospitalization, or ketone testing. Troubleshooting and education were completed with the patient. Investigation included case review based on the reported device behavior and user actions. Investigation of this case revealed that the cause of the hyperglycemia and subsequent hypoglycemia was unclear, with no device malfunction reported and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.